Event description:
The customer contact reported the homecare pt received more medication than intended. On an unspecified date and time, the device was programmed in the continuous mode to deliver an unspecified concentration of 5 fu at an unspecified rate, with a 100ml container size, and a duration of 48 hours. No further programming parameters were provided. In 2008, between 1400 and 1600, the delivery was started. At 2215, the pt notified the user facility that the bag was empty. It was reported the delivery was completed in 4 hours instead of the intended 48 hours. The pt was admitted to the emergency unit reportedly with dehydration. No specific info was provided regarding medical intervention. The therapy was discontinued and after an unspecified length of time, the pt was discharged home. There was no reported adverse pt sequelae. Though requested, no additional info was provided

Manufacturer narrative:
Device passed testing for delivery accuracy. The pump history was printed at the manufacturing facility. A review of the device history indicates that in 2008, at 1436, the device was powered on and a shift total of 97.9ml was cleared. At 1438, the device was programmed in continous only delivery in ml mode, with a delivery rate of 2.2 ml/hr, a vtbi of 115ml, kvo rate of 0.0 ml/hr, container size of 115ml, and air sensitivity set at 2ml. At 1442, the infusion was started. A new date stamp of 2008 occurred. In the same month, at 1147, a pump loss alarm occurred.eleven days later, at 1407, pump was powered on using batteries and at 1410, the infusion was started. At 2209, the pump alarmed empty container and end of infusion. Between 2224 and 2258, the silence key was pressed 6 times. At 2300, a check cassette alarm and a power loss alarm occurred. A review of the history indicated the pump delivered as programmed.